Event description:
Healthcare provider reports problems with the hemochron response instrument giving unexpectedly high results during a cath lab procedure. The tubes were pulled at times greater than 800: 7:35am, pulled at 828, 7:50am, pulled at 1026. No adverse event reported.

Manufacturer narrative:
(B)(4). Manufacturer awaiting additional information for further complaint evaluation.